Event description:
The philips field service engineer (fse) called the philips response center (rc) to report that while re-loading of software, the software load failed which caused the device to hang and fail to fully power on. There was no allegation or indication of malfunction before the servicing and loading of software.